Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issues was most likely use-related. E4 should have been left blank on manufacturer device report 1220648-2024-19759.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during repositioning, the impella 5.5 pulled back across the valve and the impella was in the aorta. The physician attempted to cross the aorta valve (av) with impella in intensive care unit but was unable to position back in the left ventricle (lv). The patient was taken back to the operation room and the 5.5 was unable to cross av. The impella had a small kink due to the attempt of crossing the lv. The impella was remove and a new impella 5.5 was placed. The patient was noted to be stable and no reported patient harm.